Event description:
According to the reporter, during a left upper lobectomy procedure, first stapler fired correctly several times and was reloaded several times. It later locked on lung tissue and would not open. A second stapler was used to free the first stapler -it fired in tissue and was able to open-however the scrub could not open the jaws to reload so a third stapler was opened. A surgical intervention was required - cut around the stuck reload to be able to remove from the lung tissue. There was tissue loss and tissue damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The articulation lever was articulated slightly to the left and the retract knobs were fully retracted. The retract knobs were fully retracted and the reload was unloaded from the instrument. Functionally, the instrument was then loaded with a single use loading unit. During testing of the instruments a skip was noted in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.